Event description:
The bronchovideoscope was returned to the service center with a report of equipment has moisture inside causing image error. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, noise in the image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the noisy image, the cause was due to an inadequate performance of an electrical or electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.